Manufacturer narrative:
D9 - date returned to MFR: 3/24/2026. Received one (1) used a1141 smallbore trifuse ext set w/3 microclave for inspection. The nanoclave y-connector was broken apart. Examination of the break showed cold form damage. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
An event involving a smallbore trifuse ext set with 3 microclave reported that the registered nurse (rn) was attempting to attach syringe to intravenous (IV) tubing to flush the peripherally inserted central catheter (PICC) when the IV tubing cracked. Later, the rn clamped PICC in 2 places and disconnected cracked IV tubing from the lumen of the PICC. Rn checked patency of PICC lumen by flushing and drawing back to check blood return. The medications need to be restarted upon receiving from pharmacy. There was patient involvement and no harm/adverse event reported.